Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accu tni+3) results for ten (10) patients involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer re-analyzed the patients' samples on the original access 2 immunoassay system and obtained lower results within the customer's established normal reference range. The initial, elevated access accu tni+3 results were released from the laboratory. Corrected reports were generated after reanalysis of the patients' samples. There was a report of a change in patient treatment associated with this event as one patient (designated as patient 2) underwent a computerized tomography (CT) coronary angiogram in association with the elevated access accu tni+3 result obtained. This report will address the change in patient treatment for patient 2 that occurred on (B)(6) 2015. MDR 2122870-2015-00287 will address eight (8) of the non-reproducible results obtained on (B)(6) 2014 and MDR 2122870-2015-00286 will address the change in patient treatment for another patient (designated as patient 1) that also occurred on (B)(6) 2015. Quality controls (qc) and calibrations were performing within specifications at the time of the event. The customer did not provide sample collection or processing information such as sample type or centrifugation speed and time. There were no issues related to sample integrity reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered that the aspiration of aspirate probe #3 was slow during substrate priming. The fse replaced the peristaltic pump assembly and associated peristaltic pump tubing. After completion of the repairs all verification testing passed within published performance specifications. In conclusion, the peristaltic pump assembly is the cause of the non-reproducible access accu tni+3 results obtained by the customer. Bec internal identifier for this event is (B)(4). All mdrs related to this event: 2122870-2015-00286, 2122870-2015-00287, 2122870-2015-00288.